Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email that the insulin pump was damaged. The drive support cap was loose. The customer pressed the drive support cap but that did not influence their blood glucose level. Customer's blood glucose level was not reported. The device was not returned.